Manufacturer narrative:
Additional information: g3, h3, h6. H3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted no abnormalities. For functional testing, the handle was placed on a medtronic representative charger, where it displayed a battery error screen. After some time, the charging light emitting diode (led) began flashing red. Upon removal from the charger, the handle failed to initialize. Battery data indicated that the voltage imbalance at rest (vimr) and cell over voltage (cov) bits were tripped, permanently disabling the battery. Despite this, analysis showed the battery cells were charged and balanced. Additionally, it was noted that the handle had 284 of 300 procedures remaining. It was reported that the handle would not charge. The reported issue was confirmed. The most likely cause was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: sigsbchgr, sig power sigsbchgr one -bay charger, (serial number: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, preoperatively, the handle could not charge; there was a flashing red (error) on the charger. The handle was placed back into the charger, turned the charger off and on again, and the handle did not power on. A new handle was used to resolve the issue. It was noted that charger was working with other handle. There was no patient involvement. Medtronic's initial evaluation of the incident device found that one of the battery wires was broken causing voltage readings to fluctuate.